Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in france. As reported, a 26mm sapien 3 ultra was implanted by transfemoral artery approach. During the procedure, a balloon burst of the commander delivery system occurred, with blood seen in the syringe. The valve was fully deployed and implanted in the intended position. Subsequently, withdrawal difficulty was encountered when attempting to advance the commander delivery system back into the distal end of the esheath+. Re entry was not coaxial and resistance was noted when trying to enter the delivery system through the tip of the esheath+. Finally the delivery system and the esheath+ were removed as a single unit. An injury occurred that led to covered stent implantation. The patient remained in stable condition. As per imagery evaluation, the commander delivery system balloon was radially and longitudinally burst. The esheath+ liner was observed bunched at the distal end.

Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst was able to be confirmed. The provided device imagery shows the balloon of delivery system radially and longitudinally burst. Available information suggests calcification likely contributed to the event as the provided 3mensio shows calcification was present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint of difficulty to withdraw system through sheath was able to be confirmed. Available information suggests withdrawal of burst balloon likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty and subsequent vascular injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.